Manufacturer narrative:
Date sent to the FDA: 08/05/2009. Dyspareunia, neurologic compromise - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure in 2007, for the treatment of cystocele, rectocele, and vaginal vault prolapse. A pelvic floor repair system was surgically placed into the patient. Following the surgery the patient experienced mesh erosion, formation of scar tissue, inflammation, dyspareunia, and neurologic compromise to her tissues and structures. No additional information was provided at this time.